Event description:
It was reported that the patient's device had "failed" again in (B)(6) 2014 and "the doctors didn't think they could get it going again" and that "in their experience they can't get it going this many times." The patient reported that his implantable neurostimulator (ins) wouldn't charge and then it would "fail so they'd have to reboot it again." It was noted that the patient was referring to the device being overdischarged. The doctor and manufacturer's representative reportedly checked the patient's recharger and "they said it was working." The patient notably stated that they did not say that there was anything defective with his ins, but that he has to get a replacement one. It was noted that "the problem was the battery, and they said they can't get it going again." It was reported that "they didn't say it was defective but I think it was because it wouldn't charge." Additional information received six days later reported that the cause of the event was implantable pulse generator (ipg) failed and the battery was dead. It was noted that the patient did not require hospitalization and sustained no injury. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received thirteen days later reported that the patient met with the doctor or the manufacturer's representative on (B)(6), 2014 but her concerns were not resolved. It was reported that "before one year of having the patient's ten year battery installed, it needed to be rebooted" and it was notably dead at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s implant was non-functional. The patient stated that 6 months after the device was implanted it was dead and they tried rebooting after the third time, but it did not turn on. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3708360, serial# (B)(4), product type extension, product ID 3708360, serial# (B)(4), product type extension, product ID 3998, lot# lb1771, product type lead, product ID 3998, lot# v000263, product type lead product ID 3487a-56, lot# j0225325v, product type lead. (B)(4).

Manufacturer narrative:
There was not an intervention required for this event. This event is a reportable malfunction, not a serious injury. If information is provided in the future, a supplemental report will be issued.